Manufacturer narrative:
The samples were collected in lihep plasma tube and centrifuged for 5 minutes at 4500 rpm under room temperature. The customer's protocol is to repeat all accutni results greater than 0.05ng/ml. The customer noted to hotline they suspect sample handling was the cause of the falsely elevated results. System check is performing within instrument specifications. Qc performed within the customer's established ranges. A bci field service engineer (fse) verified the instrument hardware was performing within instrument specifications and then completed a low level precision run with good results. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneous elevated accutni result above the acute myocardial infraction cut-off for one patient generated by access 2 immunoassay analyzer. The erroneous result was not reported out of the laboratory. The sample was repeated twice on the same instrument and lower results were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event